Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -5.50/1.0/113 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise which was noted on (B)(6) 2023. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5: on (B)(6) 2023, the lens was explanted and replaced with a similar lens. Problem resolved. Claim#: (B)(4).

Manufacturer narrative:
Additional information: d9: return date: 24-nov-2023. H3: device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found the lens haptic torn and broken with residue on the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).